Event description:
It was reported that an ilet user experienced an occlusion alert that was resolved and subsequently reported a blood glucose value over 300, after which follow-up confirmed values returned to range; troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no hospitalization and return of glucose values to the target range. Investigation included review of the report, user follow-up, and user education. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.